Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit shut down unexpectedly, even if the power is turned on again, the display remains blacked out and the alarm sound continues to ring.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10 additional information: event postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb motor controller and performed all functional and safety checks to meet factory specifications. Fse also replaced the safety disc and battery as regular replacement parts and unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received the parts with a reported unit failure of the unit shutting down. The failure analysis and testing dept. Performed a visual inspection and found the lower left hand corner of the pc board was damaged. However not enough damage to not be able to test the board. The failure analysis and testing dept. Installed the p pcb,motor controller into the cs 300 test fixture and tested the board to factory specifications per the cs300 service manual. The cs300 would not turn on when the on off switch was switched on. The failure analysis and testing dept. Replicated the failure of not being able to reboot the system. The board failed testing. Part no longer able to be tested by the supplier. Investigation is complete. Retained the part in the failure analysis and testing department per procedure.